Event description:
Customer called to report that the reservoir leaking at the plunger. Customer stated that two times they have had very high blood glucose was because of reservoir leaked. Instructed them to arrange to have their reservoirs replaced.